Event description:
On the original medwatch report the event was reported as an anchor break. The deivce has since been returned for an evaluation. The device evaluation states that the device ws received without the anchor. The suture broke 3.96" from the bottom of the crimp stop. The collagen was torn apart below the knot. Per quality engineering this info indicates that the suture was torn or may have been cut between the anchor and the knot allowing the anchor to become free of the device.